Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and sensing issue. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported events of failure to capture and sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented two days post implant. A device interrogation showed failure to capture, and under-sensing. A subsequent chest x-ray found that the right ventricular (rv) lead was dislodged. The lead was explanted and replaced. The patient was stable.